Event description:
The customer reported that the system did not x-ray. No patient injury was reported.

Manufacturer narrative:
The ge service rep repaired arch cable. The system operates as intended.